Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffening cannula from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to remove. The device was required for a percutaneous biliary drainage procedure. Access to the biliary tract was obtained via puncture with a percutaneous introducer and wire guide. During preparation and flushing of the catheter, difficulty was experienced removing the stiffening cannula. After multiple unsuccessful attempts to remove the stiffening cannula, a new catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the metal stiffening cannula from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to remove. The device was required for a percutaneous biliary drainage procedure. Access to the biliary tract was obtained via puncture with a percutaneous introducer and wire guide. During preparation and flushing of the catheter, difficulty was experienced removing the stiffening cannula. After multiple unsuccessful attempts to remove the stiffening cannula, the entire device was removed. A new catheter was used to complete the procedure. No section of the device remained inside the patient, nor did the patent experience any adverse effects. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The used ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned with the metal stiffener inserted into the catheter. Biological matter was observed to be present on the catheter. The stiffening cannula was confirmed to be stuck within the catheter. The distal tip of the catheter was manipulated, which released the stiffener. Upon the removal of the stiffener, a slight bow in the stiffening cannula was present at midpoint. The catheter tubing was cut to obtain measurement. The catheter inner diameter and stiffener outer diameter measured within specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and records no relevant non-conformances. The disposable stiffening cannula subassembly lots had one relevant recorded nonconformance for "incorrect fit", having a quantity of 2. All nonconforming devices were scrapped prior to further processing of the order. To date, a search of our records discovered two additional complaints having the complaint lot. An expanded sales search from 23jan2021 up to 23jan2024 for final lots manufactured using subassembly lots discovered a total of 8 lots. A search of these lots did not identify any additional complaints for difficulty removing metal stiffener from catheter. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to form its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, and IFU suggests that the device was not manufactured out of specification and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.